Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The patient was manually ventilated and there was no patient injury reported.

Manufacturer narrative:
As despite repeated reminders neither the requested material nor a logfile has been returned, the investigation was limited to the available information. It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. As reported by the technician, the device was repaired by replacement of the ventilator motor assembly, piston diaphragm and the o-ring. Hence the root cause can be narrowed down to one of these components. Due to the missing material/logfile the exact root cause could not be determined. In case of a ventilator failure during automatic ventilation, the apollo will generate a visible and audible ventilator fail alarm and automatically switch to man/spont. Manual ventilation and monitoring remain available in this case. In case the requested parts/logfiles will become available, we will resume the investigation and provide results in a separate follow-up-report.

Event description:
Please see initial report.